Event description:
Boston scientific crm received information from the patient's son that the battery seems to be getting lower. The son requested a typical longevity on this device model, and whether it is included in any advisory. The son reported his father feels like his heart rate is slowing. It was reported that the patient is currently in (B)(6), and will be seen by the physician tomorrow. Bsc technical services (ts) discussed possible factors affecting longevity, advisory concerns, and that this device is included in the insignia microcrystal failure mode 1 population ((B)(4) 2005). Ts recommended discussing the patient symptoms with the physician, and that the device can be checked in (B)(6). Information was subsequently received that this device was explanted due to normal battery depletion. No adverse patient effects were noted.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary. Pending product return and analysis. This section will be updated upon completion of the lab analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings.